Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 50 mg/dl with the associated symptom of confusion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management, did not require assistance from a third party and did not have loss of consciousness or seizure. The reporter alleged an inaccurate delivery issue with the insulin pump. Troubleshooting by animas customer technical support did not discover any pump malfunction; all the boluses were recorded as programmed, the bolus totals matched, the basal history matched the active basal program and the basal delivery totals in the total daily dose matched the active basal program. Animas technical support determined the patient¿s event was the result of a diabetes management issue and the patient was referred to their health care provider for diabetes management. However, this complaint is being reported because the pump was replaced to the patient due to patient insistence/lost confidence in the device; the event was determined to be due to diabetes management, which in itself, is not reportable.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: the pump passed a delivery accuracy test and was found to be delivering accurately and within range. The total daily doses added up correctly and reflected the users programmed basal rates. There was an unexplained loss of prime observed in the black box on (B)(6) 2016 14:58; deliveries resumed at 16:37 and another unexplained loss of prime on (B)(6) 2016 15:46; deliveries resumed at 16:31. An ¿exceeds remaining insulin warning¿ was recorded on (B)(6) 2016 18:44; deliveries resumed 18:55. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).